Event description:
It was reported that the programming error of amiodarone in which intended dose was 0.5mg/minute (16.7ml/hour), and medication was infusing at 0.015mg/minute (0.5ml/hour). The soft alert was reportedly overridden by the clinician. There was patient involvement but no harm.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a,g,b,c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of programming error could be confirmed after a review of the all-infusion detail report provided. Inspection and laboratory testing could not be performed because the device was not returned for investigation. The logs couldn¿t be downloaded as the device or dataset was not returned for investigation. However, the facility provided an all-infusion detail report for the day of the reported event with date of february 19, 2026, time of the event was not reported. This report only provides minimal infusion information and is not validated for log analysis purposes. On february 19, at 5:58 pm an infusion of amiodarone was programmed with a rate of 0.5ml/h and a vtbi (volume to be infused) of 245ml. The dose was recorded to be 0.015mg/min. At 7:20 pm the infusion stopped by occluded patient side alarm, then, the infusion was restarted. At 7:32 pm the infusion stopped. No future records were provided on the report. The facility indicated that the prescribed dose was 0.5 mg/min (16.7 ml/h). According to facility protocol, clinicians are instructed to input the dose and rely on the device to calculate the appropriate infusion rate. An inadvertent entry of the dose in place of the infusion rate represents a potential contributing factor to medication safety events. Per the bd alaris¿ system with guardrails user manual (v12.3.2) states: verify correct parameters and press the start soft key. For the pump module, when beginning an infusion and periodically during the infusion, check the drip chamber to ensure that the drip rate correlates to the intended infusion rate. If the programmed duration is outside the soft limit for that care area, an audio alert sounds and a visual prompt appears before programming can continue. Press the yes soft key to accept the programmed duration and continue programming or press the no soft key to reprogram the duration. If the programmed duration is outside the hard limit for that care area, an audio alert sounds and a visual prompt appears before programming can continue. Infusion needs to be reprogrammed. If a soft limit is overridden, g icon is displayed. When g soft key is pressed, all applicable out-of-range limits are listed. The drug name and dose will scroll on the module message display. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported programming error was attributed to user entry error related to dose and rate programming. Although the prescribed dose was 0.5 mg/min (16.7 ml/h) and facility protocol instructs clinicians to enter the dose and rely on the infusion device to calculate the rate, the clinician inadvertently entered 0.5 ml/h as the infusion rate (ml/h) instead of the dose. As a result, the delivered dose was reduced to 0.015 mg/min. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the programming error of amiodarone in which intended dose was 0.5mg/minute (16.7ml/hour), and medication was infusing at 0.015mg/minute (0.5ml/hour). The soft alert was reportedly overridden by the clinician. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.